Event description:
It was reported that "surgery was a revision and extension on a previous acdf done with reflex hybrid. The tip of the inner shaft on the revision screw driver broke off inside of the screw head when surgeon engaged the screw for removal. Surgeon had already removed all other screws and was able to remove plate and screw with standard screw driver. No further complications resulted from broke extractor shaft."

Manufacturer narrative:
Additional info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.